Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an hip arthroscopic surgery plastic debris was produced. The plastic was visible in the camera and could be removed in time. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This may include excessive force, misaligned insertion, and/or the connector hub not being correctly connected to the handpiece. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.